Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation, further investigation of the complaint was not possible without a sample. Issue reported could not be confirmed.

Event description:
As reported by the user facility: as per (B)(4) received by regulatory affairs on (B)(6) 2022 and forwarded to pms on (B)(6) 2022: report date: 29jul2022. Description: new bbraun infusion pump that was deployed hospital wide at (B)(6) is unsafe for patient care. Numerous occasions where pump has changed infusion rate without healthcare intervention. Specific situation with this writer where chemotherapy was infusing and rate changed to a faster not ordered rate on pump. These pumps are prone to error and unsafe to have on the market. FDA safety report ID# (B)(4). No product info provided and no contact information for user provided. Reported elected to not be identified.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.